Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. No blood was observed inside the iab catheter. Two kinks were found on the catheter tubing approximately 28.4cm and 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the catheter. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint : (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the catheter. There was no reported injury to the patient.